Manufacturer narrative:
Continuation of d10: product ID 09100-60, serial# (B)(6), implanted: (B)(6) 2024, product type lead product ID 09100-60, serial# (B)(6), implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 09100-60, serial/lot #: (B)(6), ubd: 14-may-2027, UDI#: (B)(4) ; product ID: 09100-60, serial/lot #: (B)(6), ubd: 14-aug-2027, UDI#: (B)(4), h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that since yesterday evening, the patient has had electric shocks at the level of her lead. The patient did not notice anything that could have contributed to the event, checked with the patient for shock to the head or other movement that could have damaged the lead. The patient "cut" the stimulation and turned the ins off. The patient was going to check with their physician on (B)(6) 2024. The issue was not resolved. Additional information received reported that the patient saw their doctor on (B)(6) 2024 and had an x-ray. Nothing abnormal was found, electrodes were in place and had not moved. The doctor did not mention removing the electrodes. Patient will be seen again in a few weeks.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that shocking was at the left side but the doctor could not say which of the two leads it was, at the time of implant the leads were not differentiated. The patient stopped her ins and no longer wants to use it. The patient did not ask for another appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.